Event description:
It was reported that the product bard flip-flo catheter valve bxbff5 with lot number nghz1048 and expiration date (B)(6) 2028, had regular problems as they do not go the way they are supposed to go, they are stiff hard to get closed after 1 or 2 weeks. Also, they brought it up with the urology nurse they were aware. It was getting expensive as the patient needed 2 or 3 in 6 weeks. Among which one already broken off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: bard flip flo catheter valve directions for use warning: this product should not be used without assessment of bladder function by an appropriate medical professional. Indications for use with an indwelling catheter. Contraindications reduced bladder capacity. Cognitive impairment. No bladder sensation. Insufficient manual dexterity to operate the flip-flo valve. Instructions wash hands. Attach flip-flo valve to catheter ensuring that you do not touch either the catheter end or the valve connector. Wash hands thoroughly before and after operating flip-flo valve. Empty bladder as frequently as advised by your doctor or nurse. To open the flip-flo valve, push lever down. Allow urine to drain into toilet or an appropriate receptacle. To close the flip-flo¿ valve, pull lever up. A night drainage bag may be attached to the flexible connector to allow continuous urine drainage overnight. Correction- d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product bard flip-flo catheter valve bxbff5 with lot number nghz1048 and expiration date 30/11/2028, had regular problems as they do not go the way they are supposed to go, they are stiff hard to get closed after 1 or 2 weeks. Also, they brought it up with the urology nurse they were aware. It was getting expensive as the patient needed 2 or 3 in 6 weeks. Among which one already broken off.